Manufacturer narrative:
The 2af283 balloon catheter with lot 56703 was returned and analyzed. Smart chip verification indicated the catheter was used for nine applications on the date of the event. After reprogramming, the catheter was connected to the test console and it passed the performance test without triggering any system notices. Pressure, flow, and temperature curves were within the specification. Further analysis through dissection revealed a guide wire lumen kink in the balloon section at 1.369 inches from the tip. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a kink in the balloon tip. The balloon catheter was replaced to complete the case with cryo. No patient complications have been reported as a result of this event.